Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. One opened phacoemulsification tip in a bag was received for the report. The returned sample was visually inspected and was fund to be non-conforming. The sample was observed to be bent at the cone to cannula transition area. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the phacoemulsification tip cannula bent; therefore, a tip was bent was confirmed; however, how and when the phacoemulsification tip became bent could not be determined. Most likely root cause is handling during placement of the phacoemulsification tip onto the handpiece. The exact root cause for the bent phacoemulsification tip is unknown, therefore specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using thirty times magnification during the manufacturing process. Any nonconformance, such as the phacoemulsification tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the ultrasound tip was bent and sleeve was torn during calibration for cataract surgery with intraocular lens implantation surgery. The procedure was completed by replacing the product with new one. There was no patient impact.